Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the employees were not appearing and were unable to log in to the cabinet. A technical support specialist (tss) remoted into the cabinet and assisted the user in logging into the application. The user successfully issued medications, and technician verify worked and was approved. Tss explained that the cabinet required time to synchronized and receive the pharmacy approval message, after which the user was able to dispense medications normally. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, verification code was not working later the customer requested the approval code from the pharmacy. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.